Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results performed 2 hours after a meal obtained from memory were 37 and 90 mg/dl. Pt normal results are about 135 mg/dl 2 hours after a meal. No adverse event reported.